Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced atrial fibrillation (af) with rapid ventricular response (rvr) which resulted in two inappropriate shocks. Technical services (ts) reviewed noting change in the qrs complex width and random p waves. The rhythm presented irregular at times and very fast. This patient had a left ventricular assist device (lvad) and it was unknown if there were symptoms. Ts recommended capturing the template at an elevated rate and perform a patient initiated interrogation (pii) in order to avoid ias. Ts recommended increasing smart charge. This patient underwent an electrophysiology study in which no atrioventricular nodal reentry tachycardia (avnrt) was found to ablate. The rate cutoff was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.